Event description:
It was reported the implantable neurostimulator (ins) had problems synching with three patient programmers that were known to synch with other inss. It was further reported that it was concluded ¿that there was a fault with the battery.¿ it was stated there were coupling issues and telemetry/interrogation issues. It was noted the ins was explanted and replaced at the time of report. It was reported there were no patient symptoms or complications associated with the event and the patient was alive with no injury at the time of initial report. Additional information reported the manufacturer representative believed the patient¿s ins was used for cycling, but the details of the patient¿s settings were unknown. It was further noted the programmers that failed to synch with the patient¿s ins ¿synched straightaway¿ with other inss. Additional information stated the ¿problem started to occur after the patient had a car accident.¿ further information has been requested. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant products: product ID neu_ptm_prog, serial # unknown, product type programmer, patient; product ID neu_ptm_prog, serial # unknown, product type programmer, patient; product ID neu_ptm_prog, serial # unknown, product type programmer. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Final analysis of the implantable neurostimulator (ins) found no anomaly. The ins was able to communicate with three known good patient programmers, of different models. All patient programmers were able to turn stimulation on/off and adjust amplitude.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.